Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros eci immunodiagnostic system. The investigation determined that the sample in question was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor. The root cause of this event is unknown.

Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result from a single patient sample processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).